Event description:
A hospital alleges that in 2004 an advia centaur was involved in reporting a falsely low phenytoin result that led to inappropriate treatment of one pt. On the following day the hosp confirmed that the pt was given 1800 mg of dilantin after the falsely reduced phenytoin results were reported to the treating physician. The initial phenytoin result for the original sample reported from the hosp laboratory were low <0.5 ug/ml. Prior to running the sample, qc was run and it was within range for phenytoin. The low results were reported to the physician and were used as a basis for treatment. Susbequently, the physician treated the pt and resampled and tested. The new fresh sample was tested on the same advia centaur instrument, phenytoin results came back low (<0.5 ug/ml) again and when the low results were reported to the physician they were questioned. The physician was expecting results in the normal range of treatment since pt had already started treatment. Upon retest, the same sample showed results containing toxic concentrations of phenytoin (34.3 ug/ml) so treatment was stopped. The hosp laboratory then went back and retested the original sample and that tested a normal levels (20.9 ug/ml). The day after the results were reported, qc was run on the original advia centaur instrument where the phenytoin results had been low, and qc was in range. A bayer field service engineer (fse) was sent the same day to troubleshoot the system, based on visual observations, the fse noted that the sample probe was not calibrated to the bottom of the cuvette. The engineer went ahead and recalibrated the sample probe. The system was reported to be running well after this troubleshooting.